Event description:
Customer called in explaining that she is unsure why her blood glucose levels (bgs) were high. In 2008, she started a new pod in the morning when her bg was 195 mg/dl. Her bg values fluctuated up and down over the next 2 days (ranged between 46 mg/dl - high). The following month, her bg had come down from the night before to 398 mg/dl, but by 10:06 am was throwing up and had ketones. She deactivated the pod and went to the hospital. The hospital at that time put her on an IV with insulin. Customer explained that she has been having a lot of discomfort and tightness in her chest. Customer was released from the hospital and will be following up with her doctor at the end of the month customer stated that the hospital discarded the pod. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.